Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device failed to boot up and displayed a black screen. A field service engineer found all station drawers disconnected and cut marks were discovered on the pyxis cable in the auxiliary port. The pyxis cable was replaced, but the issue persisted. The station was rebooted with only drawer 1 installed, which functioned correctly. Additional drawers were added sequentially, and the station remained stable until auxiliary drawer 7 was connected, which caused intermittent power interruptions. Inspection revealed a faulty drawer control board in drawer 7. Fse replaced the l board and t board and logged into hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the device failed to boot up and displayed a black screen. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the device failed to boot up and displayed a black screen. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.